Event description:
Patient reported "silicone was leaking" and "breast pain". This record is for the right side. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "silicone was leaking."

Event description:
Healthcare professional reported "no rupture and both implants were intact" and "capsular contracture baker grade ii-iii¿. Patient later reported "pain in the area of the right breast¿ and ¿significant dislocation of the mammary implant after proximal¿. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade ii-iii the device was found to be intact upon explant; rupture not confirmed.